Event description:
When customer was removing the fastrach over the endotracheal tube . The inflation balloon section came off the endotracheal tube. The physician using the tube removed the tube and lma flexible was inserted and used without problem. There was no pt injury.